Event description:
It was reported that a patient experienced bleeding. Following a pulsed field ablation (pfa) procedure, during which a faradrive sheath was selected for use, the patient developed significant bleeding at the femoral access site while in the post anesthesia care unit (pacu). This was evidenced by a decrease in hemoglobin (hgb) levels from 8.6 to 7.0. As a result, one unit of packed red blood cells (prbcs) was administered, and the patient was admitted for overnight monitoring. No more information was provided. The device is expected to be returned for laboratory analysis. It was further informed that the patient was discharged on (B)(6) 2026 in stable condition with up trending hemoglobin post transfusion. The device was discarded.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced bleeding. Following a pulsed field ablation (pfa) procedure, during which a faradrive sheath was selected for use, the patient developed significant bleeding at the femoral access site while in the post anesthesia care unit (pacu). This was evidenced by a decrease in hemoglobin (hgb) levels from 8.6 to 7.0. As a result, one unit of packed red blood cells (prbcs) was administered, and the patient was admitted for overnight monitoring. No more information was provided. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.